Event description:
Wearing face mask for six months on a daily basis has caused me deep depression. Am now on two dr. Prescribed antidepressants: effexor and wellbutrin and no longer wearing a mask for any reason. FDA safety report ID# (B)(4).